Event description:
Based on the report information, submitted to neomedical on (B)(6) 2010, the customer stated that "we received a customer complaint for a dull needle." The customer did not return a sample for evaluation. No other information has been made available. The used products/samples were not returned to neomedical. (B)(4).

Manufacturer narrative:
This report was assessed and determined to be an MDR report based on our MDR reporting criteria. The information provided with the report to date is sketchy. No product lot number(s) has been provided. Additional information has been requested but as per the person making the report nothing more is available. An examination of the device(s) has not been carried out as the used item(s) was not returned to neomedical.